Manufacturer narrative:
Eval results - visual inspection of the lead revealed that all wires were broken at approx 5.5cm from the paddle. The broken wires were consistent with an overstress condition the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt scs system lead was fractured. The cause and the exact date of the fracture is unk. The pt underwent surgical intervention to explant and replace the lead with a different model lead. During the procedure, the physician also electively explanted and replaced the system ipg. There was no device malfunction associated with the ipg. The pt was programmed post-operative and reported effective coverage. No further pt complications were reported.